Event description:
It has been reported to philips that system smoke was coming from generator. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
3975646 - smoke coming form generator cabinet philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and found that the smoke was coming out of the top of one of the generator cabinets. The customer reported that the smoke alarm went off and the room was shut down since it smelled like the smoke was coming from the coolant. The philips field service engineer (fse) inspected the system onsite and found that the system was off, and inside generator cabinet, the coolant fluid was in the bottom and found on the floor. Upon further testing, the fse found that the braided hose was leaking. The fse replaced the frontal generator cooling unit for certeray. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.